Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that the batteries were replaced and the iabp unit functions within factory specifications. It is unknown if this iabp unit has been returned to use. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the batteries on the cardiosave intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The customer has advised that the iabp was returned to clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the batteries on the cardiosave intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement and no adverse event was reported.